Event description:
In 2002, the cryopreserved aortic valve and conduit was implanted into a patient with unknown medical history. It was reported that approximately 10 months after implant the patient presented with aortic insufficiency. The valve was explanted and replaced with a mechanical valve (manufacturer not known). The explanting surgeon's report states that one leaflet of the explanted valve contained a hole. Additional information concerning this incident has been requested.